Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation of gel device.

Event description:
Patient called to report right side deflation and the implant would migrate to the right side armpit. Healthcare professional reported a right side rupture discovered during surgery. The device has been explanted and replaced.